Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding. Batteries were changed and pump received a battery out limit alarm and was not able to clear. Insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.